Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the complaint indicated incorrect label missing the black bar in the center. The sales unit carton was visually examined and it was confirmed that the label on the carton was a shipper label rather than a sales unit label. The sales unit label would have had the black bar/line. The product code, lot number, and use by date were all present and correct for the material and the material part number is the same for both the sales unit and the shipper label. The sales unit label quantity should be ¿1 box 3 each¿ but the shipper label said ¿4 sales units of 3 each¿ meaning that the quantity on the label was incorrect. The sales unit label is printed with the manufacturer¿s information while the shipper label does not have this print. Review of the lot manufacturing record showed that label reconciliation was noted to be short one sales unit label and over one shipper label. The cause of the issue is likely a switch of the sales unit label and the shipper label at the packaging line. Lot history records for l4en20, product code cdh25, were reviewed. No protocols, defects, non-conformances or quarantine noted. The label reconciliation was noted to be short one sales unit label and over one shipper label. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported during incoming/labeling operation an incorrect label (no black bar in the center) was observed.